Event description:
A malfunction alarm, identified as malf 12, was reported, but no notable events occurred prior to this issue. There was no reported adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and assistance was given to successfully perform the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reemerges.